Event description:
The information reported from the field indicated that the hypotube broke as the stent was being advanced through the guiding catheter. The product was clinically used; there was no pt injury.